Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported insulin flow blocked alarm, priming issue, login assistance. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-7333, mmt-332a, mmt-242a, mmt-1884. Troubleshooting was performed. Troubleshooting was performed for the priming process. The customer reported receiving a rewind request after an alarm or being unable to exit the load reservoir process. The customer completed the rewind and load reservoir process successfully. Troubleshooting was performed for the login issue. The customer was successful in logging in to carelink personal. Reported issue was resolved, and no escalation was required. Troubleshooting was not performed for the insulin flow blocked alarm, as the event had been resolved in the past. Troubleshooting was performed for hyperglycemic event. The customer had been using the insulin pump system within 48 hours of the reported event. The customer stated that the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-242a, mmt-1884. Product return is not applicable for non physical devices mmt-7333.